Event description:
Customer reported device =315 mg/dl and was reading in the 300s mg/dl all week. Paramedics device =33 mg/dl and customer was taken to hosp. Customer was treated with a glucose IV and medication was changed. No controls. A request was made for return product and replacement product was sent.